Event description:
It was reported that x-ray and echo imaging confirmed that the lead was beyond the right ventricular apex. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.